Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend and blank screen. Customer's sensor glucose was 50 and blood glucose was 119, 127 mg/dl. Troubleshooting was performed and customer hung up and did not continue. The product will be returned for analysis.